Event description:
It was reported that while setting up for a surgical procedure on (B)(6) 2012, when the surgeon was removing the mesh from the package, the mesh fell out of the inner package onto the floor. The surgeon stated that the inner package did not appear to be sealed. Another device was used on the patient. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. Visual examination of the folder shows that the locking tab at the top of the folder and on the sides of the folder are open. All tabs show signs indicating that they had been previously engaged. This indicates that the folder had been correctly assembled. The locking tabs at the top of the folder and on the sides of the folder are designed to ensure that the folder remains closed and that the mesh remains securely inside. A mesh packaging defect cannot be confirmed since the folder was received open and all tabs show signs indicating that they had been previously engaged.